Event description:
It was reported that the trilogy screw appears to have sunk past the cup¿s screw hole. No revision has been reported to date. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source foreign: canada. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the single acetabular cup screw appears to have extended deep to the acetabular cup rim. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.